Event description:
The patient contacted animas on (B)(6) 2012, alleging that after the patient wore the pump while swimming, the pump emitted a replace battery alarm. The patient reported that the battery was replaced at that time and that there was visible moisture behind the display lens at the time. During troubleshooting with customer support, the patient verified there was no damage to the pump, the battery cap or the battery compartment. There was no reported adverse event associated with this complaint. This complaint is being reported because the patient alleged there was moisture inside the pump without visible damage to the pump.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump was returned with visible moisture in the display screen. The pump does not power on. A leak test revealed a case seal leak. Further inspection revealed damage to the pump casing near the display lens. There was evidence of internal moisture observed on the pcb. Additional testing could not be completed due to moisture damage and inability to power on the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.